Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient has not been feeling well and they wondered if the cardiac resynchronization therapy defibrillator (crt-d) was working properly. Follow up was attempted but additional information could not be obtained. The device remains in use. No further patient complications have been reported as a result of this event.